Event description:
This report is being filed after the subsequent review of the following literature article gradl, g,. Dietze, a., kaab, m., hopfenmuller, w and mittlmeier, t. (2009). Is locking nailing of humeral head fractures superior to locking plate fixation. Clin orthop relat res, 467:2986¿2993. This study enrolled 203 patients between (B)(6) 2001 and (B)(6) 2004 with fractures of the proximal humerus. Of these, 91 were treated with a locking plate and 112 with an antegrade angular and sliding interlocking nail. One hundred fifty two patients were followed up (24 males and 52 females) with mean age of 63 ± 16 years. Clinical, functional, and radiographic follow ups were performed 3, 6, and 12 months after surgery. This is report 1 of 2 for (B)(4). This report is for a locking proximal humerus plate (lphp) and refers to serious injury / reportable malfunction of five patients who had secondary fracture displacement with implant failure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for an unknown (locking proximal humerus plate (lphp) /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.